Manufacturer narrative:
(B)(4). (B)(4). The mam3001 applier (a) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. Event described could not be confirmed as the collagen plug was already deployed and the device function as intended during the analysis. No incident related to the reported event was observed during the batch record review. The mam3001 was received with the introducer tube sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage occurred, however, a potential cause is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast to avoid damage to the mammomarker introducer tube such as the one found during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hp7z, expiration date: 09/2014, manufacturing date: 10/2009, clear tip sheared at distal tip.

Event description:
It was reported that the device was used in two separate tries to deploy into the biopsy site. The doctor was successful using a third mammomarker. There were no patient consequences.